Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the balloon noted that the balloon was folded and did not appear to have been subjected to positive pressure. Blood was noted on the outside of the device. The investigator attached the device to an encore inflation unit and applied positive pressure however the balloon could not be inflated due to the presence of solidified media within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified media before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit and positive pressure was applied when a pinhole leak was identified in the balloon material at the proximal edge of the proximal markerband. This pinhole prevented the balloon from inflating. No issues were identified with the balloon material that could have contributed to the complaint incident. The stent was received in the correct position on the device. Due to the pinhole identified in the balloon material it was not possible to inflate the balloon and deploy the stent during analysis. A visual and microscopic examination identified no issues or any damage to the stent that could have contributed to the complaint incident. A visual and tactile examination identified no damage along the length of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-sep-2017. It was reported that balloon inflation failure occurred. The over 85% stenosed target lesion was located in the tortuous left subclavian artery. An 8.0x30x135cm express¿ ld vascular stent was advanced to treat the lesion. However, the stent delivery balloon was unable to be inflated and contrast agent was observed. The device was completely removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.